Event description:
The customer reported that he missed an anti-e when testing with biotestcell 3 on tango optimo. The customer did return the affected patient sample, but the supposedly defective product was not sent to us for investigational testing. Our quality control laboratory tested the patient sample with the retained biotestcell 3 sample and could confirm the customer´s result. The patient sample was also tested with enzyme treated screening cells on tango optimo and correctly reacted positively with the e positive screening cell. Furthermore, the patient sample was tested in tube technique and showed a weak positive reaction in the enzyme method and in the indirect anti-globulin test. Because patient material was exhausted after these tests, testings in further methods were not possible. The test results strongly suggest that the missed anti-e is a weak reacting antibody. The instruction for use contains an appropriate hint: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies". Furthermore the retained biotestcell 3 sample was tested with different samples and controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service of the affected tango optimo gave no indication for a malfunction of the instrument.

Manufacturer narrative:
This is our combined initial and final report on this incident.